Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside of normal use observed in the black box or download history. Rewind, load cartridge, and prime steps were performed successfully with no alarms or unusual noises. The piston was able to rewind and advance fully. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 465mg/dl with excessive urination and thirst. The reporter also alleged there was a motor issue and the piston rod is not retracting. The patient has discontinued pump use. This complaint is being reported as the patient experienced hyperglycemia and the motor issue was not resolved.